Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had been hospitalized last week. Customer's blood glucose was 59 mg/dl at the time of admission. Customer was admitted on (B)(6) 2013. Customer was not in a vehicular accident. Customer had taken a hot shower and then a seizure occurred. The health care professional believed that the hot shower caused the low blood glucose. It was confirmed with the customer's mother that the ID number was correct. Customer's blood glucose was also reported as 206 mg/dl during the call.